Event description:
It was reported that a patient underwent a bilateral laparoscopic repair of an inguinal hernia on (B)(6) 2009 and mesh was used. On the 24 month questionnaire, the patient reported that he developed a recurrent hernia on (B)(6) 2011. The patient presented to the surgeon on (B)(6) 2011 with a recent pain. Ultrasound revealed a right recurrent hernia. The patient had a reoperation on (B)(6) 2011 for an indirect recurrent hernia. The mesh had shrunk medially exposing the internal inguinal ring. The patient underwent a shouldice repair. The patient was seen by the surgeon on (B)(6) 2011 and is currently fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01517. The same patient is represented in each medwatch.